Event description:
It was reported that in preparation for an angioplasty procedure, a shaft breakage occurred. The shaft of the 2.75x28mm taxus liberte drug-eluting stent delivery device was noted to be bent upon removal from the packaging, and with the attempt to straighten the bend the shaft broke. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
Visual examination of the returned device revealed a shaft hypotube break, measured approximately 54.2 cm distal from the strain relief. Visual examination of the profiles of the device, including the crimped stent and the balloon found no issues which could have resulted in a restriction occurring. However the complaint description would indicate that this device was never introduced into the patient. Review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A root cause of the difficulties could not be determined.